Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement needed at the time. Product worked as intended. Most likely underlying root cause of malfunction: user has high glucose value (B)(4). Note: during the follow-up call on (B)(6) 2017, the customer stated his condition had improved and he did not currently have any diabetic symptoms. The customer stated that on (B)(6) 2017 he had gone to the hospital because he was not feeling well; the diagnosis from the hospital was high blood sugar. The customer stated he had been given IV because he was dehydrated and insulin for his high sugar; the blood glucose test result when at the hospital was 741 mg/dl. The customer stated he left the hospital on (B)(6) 2017. The customer stated he performed a blood glucose test on (B)(6) 2017 using truemetrix air meter and obtained a result of 236 mg/dl.

Event description:
Consumer reported complaint for e-5 error test strip error. The e-5 error occurred when the blood sample was absorbed. The customer's expected blood glucose test result range was undisclosed. The customer reported feeling lightheaded and dizzy. The customer stated he was going to the hospital with a neighbor. During the call on (B)(6) 2017, a blood test was performed by the customer and produced test result of hi using truemetrix air meter. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 02/28/2018 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history.